Event description:
It was reported that the patient showed high invasive arterial pressure and therefore propofol was administered. The blood pressure stayed on a high level. Therefore, also ebrantil was administered to the patient. Then nibp-measurement was done and values found to be in a normal range. Thereafter it was assumed that the dual-hemopod had measures too high invasive values.

Manufacturer narrative:
The manufacturer's investigation came to the result that ingress of fluid into the dual-hemopod had resulted in wrong measurement. This can happen if the dual hemopod is used in a non-vertical position or vertical but top down instead of top up. The instructions for use of the infinity acute care system does identify that the dual hemopod should be positioned in a vertical orientation. Drager medical is just going to publish a field safety notice for all concerned customers, which points to correct handling and positioning of the dual-hemopod. Drager medical will inform the FDA about this action.